Event description:
The event occurred in germany. It was reported that the error message ¿head error¿ occurred in the rotaflow console during priming. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in germany. It was reported that the error message ¿head error¿ occurred in the rotaflow console during priming. No patient was involved. No harm to any person has been reported. A getinge service technician was on site to investigate the affected rotaflow console with s/n (B)(6) on 2022-09-26. The technician was able to confirm the reported "head error". The rfc (rotaflow console) control board pcba (printed circuit board assembly) kit (article number 701034051) has been replaced. After the replacement the device is working as intended. Based on these investigation results the reported "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on 2022-09-22 and during the period of 2008-09-01 to 2022-09-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2008-09-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).